Event description:
This report was received from global pharmacovigilance and is a spontaneous consumer report with supplemental information by a nurse from the (B)(6) of peritonitis coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On unreported dates during 2011, the patient experienced peritonitis five times while under the care of another pd clinic. This report represents the fourth incident of peritonitis. The dates of onset, culture results, treatments, and outcomes were unable to be assessed as the patient was at different pd clinic at that time. The nurse reported that she could not assess the previous events of peritonitis.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis incident.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd878215 and gd879171 and no exceptions were observed that were related to the reported condition. The complaint was not confirmed and the cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.